Manufacturer narrative:
The company service representative examined the system and was able to confirm but not replicate the reported event. As a preventative measure (pm), the fluidics module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. No problem was found with the system, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported no phaco power and issues with irrigation and aspiration (I/a). Additional information was received stating there was no patient involvement or harm.